Manufacturer narrative:
Product investigation summary: the distractor was received with the limit nut missing from the assembly. Without this component, the speed nut can fully come off of the instrument. The limit nut component is intended to be permanently assembled to the device. The parallel distractor is used in the synmesh system. The synmesh system is for vertebral body replacements within the thoracolumbar spine. The parallel distractor distracts the corpectomy site, which then allows the caliper to be used to determine the proper implant height. The associated drawings were reviewed; the lot a7pa29 was manufactured on july 21, 2006. However, the DHR record review could not be performed due to the age of the device. The version of the drawing at the time of manufacture specified to "peen end over and polish smooth" the limit nut onto the assembly. This specification allows for a permanent assembly. This specification is also still evident on the latest revision of the drawing. There were no design discrepancies noted during the investigation that may have caused the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record (DHR) review was attempted for lot number a7pa29. The manufacturing date is jul 21, 2006; however, due to the age of the device, the DHR records could not be identified. The subject device has been received and is currently in the evaluation process. The synthes manufacturing location was identified during the DHR review and validation of the reported lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received a review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure using the large parallel distractor (389.187, lot a7pa29), the surgeon noted that the threaded knob slipped right off the end upon release. No harm to the patient was reported and the instrument was pulled from the field equipment. The procedure was completed successfully using a series of other spreaders. This is report 1 of 1 for (B)(4).